Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction from the sensor patch adhesive. Sensor was inserted at the buttocks on (B)(6) 2015. Patient's mother reported to foreign distributor that the patient experienced pain, redness, purulent blisters, itching and scaly skin under and around the sensor patch adhesive. Patient's mother treats the affected area with cultivate ointment, prescribed by physician on (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).